Event description:
The customer reported the system displayed a collimator potentiometer error and the collimator was open too wide. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the connector pins in the high voltage cable connector. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.